Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurse unable to access the pyxis. Technical support specialist confirmed with customer that it team need to give permission to account existed in active directory but lacked pyxis access and recommended contacting the pharmacy team to add permissions. Customer confirmed that issue had been resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse was unable to access the pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.